Event description:
Threaded tip guide wire broke off in patient's humerus. Dr. (B)(6) states she was not manipulating wire trajectory and was not passing wire through/against cortical bone. This was the first pass with the wire.